Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. Used from (B)(6) 2007.

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. ((B)(6) 2005).

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. Used from (B)(6) 2009 to (B)(6) 2010.

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. ((B)(6) 2009 to (B)(6) 2010).

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. ((B)(6) 2009).

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. Used from (B)(6) 2009.

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. ((B)(6) 2009).

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. Used from (B)(6) 2004 to (B)(6) 2007.

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. Used from (B)(6) 2006.

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. Used from (B)(6) 2009 to (B)(6) 2010.

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. ((B)(6) 2007 to (B)(6) 2008),

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. Used from (B)(6) 2010.

Event description:
Breg received legal notice of 2 filed lawsuits each with multiple complainants, 34 in total, alleging "personal injury" after use of cold therapy. The extent of the "personal injury" is unk and reporter has no knowledge if this term meets the requirements of serious injury as defined by current FDA guidelines. The dates of use in the lawsuit range from 2003 - 2010. Breg has reviewed internal complaint files and maude database and finds no record of previous notice of these "personal injury" claims. First notification was service of lawsuit on (B)(6) 2010. ((B)(6) 2008 to (B)(6) 2008).